Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was received and visually inspected under normal conditions of illumination finding no issues. Functional testing was performed by using a syringe to infuse water into the bag finding a leakage was detected in one of the top corners of the bag. The reported failure could be duplicated. During manufacturing, two different leak tests are performed to detect for leakage. The most likely root cause of the reported failure was due to manufacturing. Corrective actions have been taken to address the reported failure. (UDI) is unknown. No information available to date.

Event description:
It was reported that a patient observed leakage when they were at home. The green flow stop mechanism wouldn't release to allow the fluid to go through the tubing. A new cassette was prepared prior to the patient receiving the pump. No patient injury was reported.